Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (unknown dose and concentration) via implanted infusion pump. It was reported that during the procedure, the doctor had difficulty correctly positioning the connector of the ascenda catheter (model 8781), to join the spinal and pump segments of the catheter. The connector was activated without being properly placed, so the connection or the return of cerebrospinal fluid was not achieved. It was a usage error, rather than the device. The connector was cut from both segments of the catheter and replaced with one from the other catheter. Another catheter was opened to use the connector. The patient's age and weight were asked, but unknown and would not be made reportable. The issue was resolved at the time of the report. There were no patient symptoms or complications associated with this event. There was no injury.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# (B)(6) serial# implanted: (B)(6) 2026 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-jan-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the incident occurred during an initial implant. Two catheters were required because the connector (which does not come pre-attached to either the spinal segment or the pump segment in model 8781) was activated before the catheter segments were properly joined. Since there was no spare connector available, a new catheter package had to be opened, from which only the connector was used. The device would not be returned for analysis due to country regulations, the return of implantable material for analysis was not permitted. The issue was a use error, and the report aims to document the physician¿s dissatisfaction. The physician activated the connector before it was correctly positioned. While attempting to push the catheter ends into the connector, the connector was pushed and activated before the catheter ends were fully inserted, resulting in an improper connection. Both catheter ends had to be cut, and a new package had to be opened to repeat the connection using a new connector, since once activated, the connector cannot be returned to its original state to reconnect the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.